Manufacturer narrative:
(B)(4). Date sent: 8/29/2023 additional information received: an adverse event has been generated. Please review this event as soon as possible. Event details start date: 01 (B)(6) 2023 alert date: (B)(6) 2023 country of event: us model: lxmc15 device lot number: 28491 date of surgery: (B)(6) 2021 adverse event term: dysphagia patient details patient identifier: (B)(6) sex: male age (at time of consent): 46 years additional event details site awareness date: 14 aug 2023 end date: blank severity: moderate is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: yes if other specify: dilation scheduled for (B)(6) 2023 outcome: not recovered/not resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No updated log line 2 if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a date of dilation : blank => (B)(6) 2023 dilation performed : no => yes indicate type of dilation? : blank => pneumatic drug therapy (prescription) : no => yes other intervention/treatment : yes => no if other, specify : dilation scheduled for (B)(6) 2023 => blank.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. Additional information received: outcome: not recovered/not resolved recovered/resolved. End date: blank 14 sep 2023.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 28491 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 01/03/2024. Additional information received: date of dilation : blank => (B)(6) 2024. Dilation performed : no => yes. Indicate type of dilation? : blank => pneumatic. Drug therapy (prescription) : no => yes. Intervention/treatment: (check 'none' or all that apply)none : yes => no.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Severity: mild; moderate.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2021. Discharge date: (B)(6) 2021. Drug therapy: yes. If other specify: IV steroids. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6). New log line 1. Event details: start date: (B)(6) 2021. Alert date: (B)(6) 2021. Country of event: us. Model: lxmc 15. Device lot number: 28491. Date of surgery: (B)(6) 2021. Adverse event term: severe dysphagia. Patient details: patient identifier: (B)(6). Sex: male. Age (at time of consent): (B)(6). Additional event details: site awareness date: 07 oct 2021. End date: blank. Severity: severe. Is the adverse event serious? Yes. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2021 discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: yes. If other specify: IV steroids. Outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes did this event result in the patient¿s discontinuation of the study? No.